Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the anatomy resulting in preventing the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure. During removal of the compromised device/partially deployed stent interaction with the guiding catheter resulted in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the during the procedure to treat a target lesion in the superficial femoral artery (sfa), the 10.0 x 40 mm absolute pro self expanding stent system (sess) felt resistance with the thumbwheel during deployment and the stent only partially deployed. During removal, there was resistance pulling the partially deployed stent and stent delivery system back into the guiding catheter; however, the delivery system and stent were successfully removed. Another unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.